Event description:
Pt reported an alleged lap-band port leak. After one fill test the surgeon only found 5cc's of fluid in the band and notes indicate the surgeon should have found 7cc's. After a second fill test at a later date. The surgeon only found 4cc's of fluid in the band and notes indicate the surgeon should have found 8 cc's. No diagnostic image was conducted. The port was replaced. F/u findings: the surgeon notes stated there was a "crack at port." F/u is being conducted but info has not been received at this time.

Manufacturer narrative:
The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual exam may confirm or determine another connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."